Event description:
It was reported that during use of the device on pt, blood was not infusing at a high enough rate. The reporter stated that the listed device was then discontinued and replaced by another blood warming device with no issues. No adverse effects to pt reported.

Manufacturer narrative:
Device eval: the suspect device was returned for eval. Visual inspection of the device found it to be in good physical condition. The returned device was given functional testing of the compressor and alarm circuits which were found to operate as intended. Functional testing of the infusate flow-rate was performed and found to meet with specs. No device issues were found. The reported issue could not be confirmed to have been device-caused. The returned device was found to operate as specified.